Event description:
It was reported the device required corrective repair outside of surgery after being sent for preventive maintenance. During evaluation, the device failed the sample mesh test. No harm or surgical delay occurred as event was outside of surgery. Diligence is complete.

Manufacturer narrative:
This incident is being recorded under (B)(4) as an initial final report. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device failed the sample mesh test during evaluation, failed cutter, ratchet handle, and other worn components; however, the repair was not completed because the device was scrapped per request. The device history record was not reviewed as lot number is required and is unknown. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.